Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-balloon dilation was performed. The patient had no calcium in the leaflets which contributed to the valve dislodgement. The deployment starting point was the mid pigtail. The valve dislodged ventricular to a depth of 6 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). A non-medtronic guidewire was used for the procedure.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012367906); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempt to treat a patient with pre-existing severe aortic regurgitation using a transcatheter aortic valve evfxplus-34, multiple unsuccessful attempts were made to deploy and implant the valve. On the third attempt at deployment to 80%, the valve moved out of position. The valve was recaptured a final time, and the delivery system was removed from the body. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.